Event description:
The alaris/cardinal primary infusion set (2426-0500) had a check valve malfunction. This caused the secondary infusion to flow via gravity ¿up into¿ the primary IV fluid bag. This was caught and became a near-miss event with no harm to the pt. The potential of harm seems high to us in that the secondary infusion was a potassium rider. The rider completely infused into the primary bag and could have been infused via the primary bag at a higher rate than ordered for the rider. This did not occur, but the potential certainly exists. The company (alaris) reported to us the check valves do fail at times, but there is no way to track them as far as a lot number. Use duration: 2 hours.